Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced tape not sticking leads to infusion set came off from skin event on (B)(6) 2026. No further information available.